Event description:
When placing a 22 gauge peripheral intravenous catheter, the needle did not retract into the safety chamber. No harm done to patient or staff. Manufacturer response (as per reporter) for catheter, 22g insyte autoguard:awaiting response

Event description:
When placing a 22 gauge peripheral intravenous catheter, the needle did not retract into the safety chamber. No harm done to patient or staff. Manufacturer response (as per reporter) for catheter, 22g insyte autoguard:awaiting response